Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, that two sensor of the same lot wouldn't start as the signal wasn't found. Customer removed them and noticed the electrode was missing. Customer is not returning the sensor for analysis.